Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient from coaguchek inrange meter serial number (B)(4) compared to the laboratory result. The result from the meter was 5.6 inr. The result from the laboratory was 3.52 inr. The result from the meter four hours later was 5.8 inr. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.